Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient was hospitalized due to leukemia in hospital. Inserted catheter in (B)(6) 2012, removed it in (B)(6) 2013, inserted catheter in (B)(6) 2013, and removed it in (B)(6) 2014. The patient came to the hospital to check by CT with a fever and was found there was objects in the right lung. Then he went to the hospital for interventional treatment, but did not remove the object, and was conducted thoracotomy in third hospital and the object which was a 6cm long pipe was removed.